Manufacturer narrative:
Qn (B)(4).

Event description:
It was reported "md found the j-tip guide wire bent. So md judged it as a defective product and used new product". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and one 3-l catheter. It was noted that the catheter belonging to this kit should only have two lumens. It is unknown if the customer returned the incorrect catheter or reported the finished kit number incorrectly. Visual inspection of the swg revealed one kink and one bend in the guide wire body. Microscopic examination confirmed both welds were fully formed and spherical. The bend in the swg was measured at 565 mm and the kink was measured at 575 mm from the proximal end. The total length of the swg measured 602 mm , which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.803 mm, which is within specifications of 0.788-0.826 mm per swg graphic. The returned swg was passed through lab inventory 18 ga introducer needle and returned catheter per IFU which states, "advance spring-wire guide into the syringe approximately 10 cm until it passes through the syringe valves. Continue until spring-wire guide reaches desired depth." And "thread tip of multiple-lumen catheter over spring-wire guide." The swg passed through both with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed and one relevant finding was found. A non-conformance was identified for visual damage to the guide wire during final inspection. Since the customer did not note any damage prior to use, it is unlikely that the non-conformance is the same failure mode as this complaint. The instructions-for-use (IFU) provided with the kit warns the user , "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was found to contain one kink and one bend. The returned guide wire passed all relevant dimensional and functional testing. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "md found the j-tip guide wire bent. So md judged it as a defective product and used new product". No patient harm reported. The patient's condition is reported as fine.